Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that their ¿pump completely failed.¿ the pump is currently out of warranty. The customer has been using manual dose insulin for their insulin therapy. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.